Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured at the center. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address : (B)(6). Initial reporter city: (B)(6).